Event description:
It was reported that log files were submitted for a patient that was having syncope with low flow alarms and of note, had multiple backup battery uses due to a misunderstanding of how to change their batteries. Technical services reviewed the log file and during analysis observed a no external power alarm while the device was attached to the mobile power unit on (B)(6) 2021 and (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 5 days ((B)(6) 2021) per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2021 at 21:36 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed loss of ac power was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. C, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2021. The mpu was also confirmed to have been shipped with the v-lock ac power cord. No further information was provided. The manufacturer is closing the file on this event.